Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that foreign material came out from the distal end due to damage to the instrument channel. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The air/water cylinder and suction cylinder were discolored. The grip unit, instrument channel port, right/left angulation control knob, up/down angulation control knob, remote switch, endoscope connector unit, and suction connector cover were scratched. Due to corrosion of the insertion tube, the insulation resistance value at the insertion section did not meet the standard value. Due to a scratch on the distal end cap, the insulation resistance value at the distal end did not meet the standard value. The amount of output light decreased due to damage to the light guide bundle. The universal cord was buckling. The forceps passage function did not work due to a blockage of foreign material in the damaged instrument channel. The user returned the device to the (B)(4) because the amount of light emitted from the distal end decreased as the angulation of the bending section changed during the procedure. The user completed the procedure with the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the past similar cases and the inspection results, the reported event may have been caused by the following causes: when the endo-therapy accessory was pulled out during the procedure, a part of the endo-therapy accessory was cut and remained in the instrument channel. A portion of the endo-therapy accessory was accidentally aspirated during the procedure and remained in the instrument channel. Foreign material was not ejected from the instrument channel due to improper brushing methods at the user facility or the use of non-applicable brushes. The instruction manual states precautions to prevent inhalation of solid matter. In addition, the instruction manual states that the instrument channel should be inspected, allowing the user to detect foreign material in the instrument channel prior to the procedure and prevent the occurrence of the reported event. The instruction manual also states that the endoscope should be completely reprocessed before it is returned to olympus for repair. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.